Event description:
Boston scientific received information that at a routine follow-up, this right ventricular (rv) lead exhibited noise that was oversensed, resulting in four stored events. The pacing impedance had increased to 1701 ohms. An x-ray was performed and revealed a loose connection between the lead and non-boston scientific device. An invasive procedure was then performed. When the device was removed from the pocket, the lead pulled free without loosening the setscrew. The lead was tested on the pacing system analyzer (psa), with good measurements observed. The chronic leads were then connected to a new device and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.